Manufacturer narrative:
The skull clamp was reportedly combined with skull pins from another manufacturer. The reason for this is not known. Possible risks due to the use of third-party components cannot be excluded/ assessed. The customer's attention is drawn to the use of validated doro skull pins as specified in the IFU. The bores for the skull pins (previous specification) are not considered a contributing or causative factor for the reported event. The damaged threads on the starburst of the skull clamp cannot have contributed to the described slippage. Furthermore, in accordance with the IFU of the product, the customer is advised to check certain functionally relevant features of the product (in particular threads) after each use in order to rule out possible damages. It is not assumed that the deviating pin force reading of the torque screw was the cause of or contributed to the reported event. According to customer feedback, 60 lbs of pin force was applied during the reported procedure, at this measuring point the pin force reading deviated by <2 %, which is why a contribution is not suspected. None of the deviations found on the product sent in could have gone undetected during an annual routine inspection and maintenance. Compliance with the annual maintenance cycle is mandatory according to the IFU of the product. The customer will be made aware of this requirement as part of this case processing. Any deviations are corrected if detected by the manufacturer. After careful examination, none of the detcted deviations found in the device in question could have caused or contributed to the incident described. Based on the available reports and the overall investigation results, no causal link can be established between any of the devices sent in and the incident described. Therefore, there is no indication that the product sent in contributed to the MDR reportable event or malfunctioned. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline.".

Event description:
Customer informed us on july 8 that one of our products was involved in a case in which the treated patient sustained a laceration.